Event description:
Facility purchased a new transfer system for their old tub. In the process of transferring a resident, the chair came off the carrier, causing the resident to fall. Resident suffered a cut that required several stitches.

Manufacturer narrative:
Facility purchased a new transfer device for their older whirlpool bath. Instead of waiting for a company representative to help set up the new system, they set it up themselves and began using it. Upon investigation, it was found that the rails were not in alignment, and the docking pin to secure the carrier to the tub was not fully engaging. This would have been a direct contributor to the resident falling. A company representative visited the facility and found the alignment issues. She made the proper adjustments, so the system could be operated safely.